Event description:
Follow up information received that the patient underwent surgical intervention in which the leads were explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
Correction a4 - patient weight should be 200 pounds instead of 175 pounds.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-02819. It was reported that the patient experienced lead migration. The lead had migrated from t12 to l1. The patient may undergo surgical intervention to address the issue. Note: it is unknown which lead migrated, therefore both are being reported.